Event description:
The complainant reported that during bipella support of an impella cp and impella rp flex the patient had hemolysis/hematuria. A chest x-ray revealed the impella rp flex was in too deep, and recommended repositioning (pull-back). The physician agreed and repositioned the impella rp flex under fluoroscopy and continued with bipella support. Later, the impella cp and impella rp flex were removed and an impella 5.5 was used. This report is for the impella rp flex and another report will be sent for the impella cp.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Device in wrong position (positioning issue): the cause of positioning issue cannot be determined since insufficient clinical details were provided. Hemolysis: after review of logs, aside from couple of suction alarms at the start of case, no other were observed through out the runtime. No motor current spike or trend in placement signal were observed. The cause of hemolysis was most likely use issue related due to improper positioning since it was successfully managed by repositioning. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
H6. Medical device problem code a01 was not included in the initial MDR and is now correctly added.